Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result on the architect c8000 analyzer. The following data was provided (mg/dl): patient 2 initial 3.4 repeat 1.2, 1.2, 1.2. There was no impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2018 the suspect medical device was changed from magnesium reagents ln 7d70-21 to architect c4000 analyzer ln 02p24-40 sn (B)(4) which are both manufactured in (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by adjusting the wash cup volumes and edited the magnesium smart wash to match the magnesium package insert and replacing the sample and r1 syringe valves (part number 7-202518-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.